Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that the patient's left humerus was revised due to the screws pulling out of the patient's bone and the plate cutting out of the bone. Surgeon reported patient's very poor bone quality as a contributing factor. An axsos 10-hole titanium compression plate and 8 screws were revised to an axsos stainless steel proximal humeral plate and screws. Rep reported that no further information is available.